Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor exhibited algae growth within the detergent pipeline. The issue was found during routine maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected data: b3, d4 (primary UDI number), d8, and h4. The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that the user facility not following the instructions in the instruction manual led to the malfunction. The event can be detected/prevented by following the instructions for use (IFU) which states the methods in IFU operation manual ¿3.5 checking and replenishing detergent levels¿ and IFU installation manual ¿4.13 detergent injection ¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.